Event description:
A (B)(6) male pt contacted zoll customer support to report that the catheter started to whistle and prompt 'change battery'. The charger would not charge a battery pack. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (whistles / prompt to change battery / does not charge) was confirmed. As received, the charger / modem was resetting. Upon eval, there was corrupted data on the flash memory. The cause of the resets and alleged issues in the field is the corrupted data. The root cause of the corrupted data cannot be positively identified. No adverse event resulted from the defective charger / modem. The pt was issued a replacement charger / modem.